Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the end of a threshold test, the test was disabled, however, this cardiac resynchronization therapy pacemaker (crt-p) exhibited a 3-4 second pause in pacing. The patient was pacemaker dependent, however, did not experience any symptoms. Boston scientific technical services (ts) discussed that the reported observation was a byproduct of the overall system design in which there are natural latencies of the programmer, telemetry, device and printing system. Ts discussed options to mitigate the occurence by increasing the pacing rate during the threshold test. This would increase the pacing cycles and transition beat after the test is ended. Other options included using automated threshold when available or use temporary bradycardia when dealing with pacer-dependent patients. No adverse patient effects were reported. This product remains implanted and in service.